Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent a percutaneous drainage procedure using the navarre opti drain for hydrothorax under ultrasound guidance. During pre-procedure preparation, it was identified that the trocar needle provided was shorter than the drainage catheter. The procedure was completed using another device, and there was no patient contact with the reported device.

Event description:
On (B)(6) 2026, the patient underwent an ultrasound guidance hydrothorax percutaneous drainage procedure using the navarre opti drain. During pre-procedure preparation, it was identified that the trocar needle provided was shorter than the drainage catheter. The procedure was completed using another device, and there was no patient contact with the reported device.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided and reviewed. The photo shows the partial view of three catheter. Trocar needle partially protruding from one device. Not protruding from second device and trocar needle was not visible in third device. However, the length cannot be verified from provided photos and without physical sample and due to partial visibility of the device. Therefore, the investigation is inconclusive for the reported trocar needle was shorter than the catheter issue for all three devices as it is not sufficient enough to determine whether the product did not meet specifications. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g2, g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.